Manufacturer narrative:
D4: lot number - unknown. D4: primary unique device identified - unknown without lot identification. H4: device manufacture date - unknown without lot identification. H3: device evaluation - broken screw was not available for return, therefore, no evaluation was possible. Without lot identification, review of device history records and lot specific complaint history were not possible. Two-year review of complaint history for the 39-sg-xxxx family of part numbers did not identify a trend for reports of this nature. No conclusions can be drawn regarding the root cause of the screw breakage. No corrective actions are recommended at this time.

Event description:
It was reported that the patient underwent a procedure on (B)(6) 2024, utilizing the reform pedicle screw system. A revision procedure was performed on (B)(6) 2025 to extend the existing construct. During the procedure it was noted that one of the ø6.5mm x 50mm reform ti modular non-cannulated - non-fluted screw (39-sg-6550) was fractured. The broken screw was removed and replaced with new hardware. It was also noted that while implanting a screw the tip of the t20 polyaxial driver reform pedicle screw system (39-sp-0730) broke. The tip was removed and the procedure completed with no further issue and no harm to the patient.